Manufacturer narrative:
This report is submitted on january 2, 2020.

Event description:
Per the clinic, there was a skin revision on (B)(6) 2019 to remove the skin overgrowth around the abutment. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on february 13, 2020.

Event description:
The skin revision was performed under a general anaesthetic. Antibiotics were administered (type unknown).